Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a driveline fault alarm at home. The patient contacted the vad coordinator and changed to his backup pocket controller. The patient then experienced another driveline fault alarm. The patient was instructed to change to his epc system controller. The following morning the patient drove to the hospital to get a new pocket controller and when he was switched from the epc system controller to the new pocket controller, a driveline fault alarm sounded. It was reported that the pump would stop for a few seconds when the alarms occured. The patient was admitted to the hospital. Log files from all three system controllers were reviewed by the manufacturer's technical services and all three log files contained abnormal pump operation, possibly associated with a short to shield condition. An x-ray was reviewed and some shield stretching right after the distal end bend relief was noted. The patient was asymptomatic at the time of the events. On (B)(6) 2015, an external percutaneous lead repair was performed. No further issues have been reported.

Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The patient remains ongoing with the implanted device. The portion of the percutaneous lead (lead) that was removed during the repair was returned for evaluation. The reported driveline fault alarms and short-to-shield conditions were confirmed based on the evaluation of the returned lead. Removal of the remainder of the reinforcing sleeve and examination of the bionate and shielding revealed a hole in the bionate and shielding approximately 3 inches from the metal/controller connector. An electrical continuity test was performed on the 10 inch portion of lead and a continuity issue was found in the black wire. The remaining shielding and bionate were removed and examination of the underlying wires revealed that the black wire was fractured approximately 3 inches from the metal/controller connector, near the terminus of the distal-end bend relief. The conductors of this wire were exposed. The fracture of the wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The lvad operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarm. When the patient switched to the epc controller, the fractured wire would have interrupted function as a result of the exposed conductors of the black wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stoppage events. No further information is available. The manufacturer is closing its file on this event. Placeholder.